Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range shock impedances of greater than 125 ohms. There was no noise present. The shock impedance has been gradually increasing. At implant, the shock impedance was around 60 ohms. A year ago, the shock impedance was in the 90 ohms range. More recently, the shock impedance was greater than 125 ohms. Further information was provided that the shock lead impedance was sampled in a triad configuration (119 ohms), distal coil to proximal coil configuration (137 ohms), distal coil to can configuration (148 ohms), and proximal coil to can configuration (93 ohms). It was noted, after (B)(6) of fluid was removed from the patient, the shock lead impedance was back below 125 ohms. The physician increased the out of range shock impedance alert to 150 ohms and planned to continue monitoring the patient. Technical services discussed if the shock lead impedance increases to 150 ohms to consider a commanded 1.1j shock to test the lead. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported related to the high shock impedances.